Event description:
It was reported that an ilet user experienced persistent high blood glucose readings after the pump was paused and disconnected for an extended period to charge, followed by elevated readings despite reconnection, with sensor and fingerstick values as high as 479 mg/dl; tubing inspection showed no kinks, leaks, or air bubbles, a site-only change revealed no bent cannula, and outside insulin was administered per trainer guidance, with a goodwill order initiated to trial a different infusion set. Symptoms included hyperglycemia. Outcomes included no health consequences or impact. Investigation included communication with the guardian, school nurse, and trainer, and analysis of information provided by the user and care team. Investigation of this case revealed no specific findings, insufficient information to identify a device-related problem, and no implicated device component. It was concluded, based on previously established findings for similar reports, that the cause was not established. If the device is returned, a physical evaluation will be performed, and a supplemental will be submitted.